Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the second lot that was reported had not been included in the initial MDR. Second lot information is as follows batch: 2108106, material gtin number: (B)(4), batch creation date: 2021-08-23, batch expiration date: 2026-07-31. Device evaluation: two photos and one video was provided to our quality team for investigation. Through visual inspection, a small black dot and black line was observed. A device history review was performed for the reported lots 2108070 and 2108106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of each lot was used for additional evaluation. The products were visually inspected and no evidence of foreign matter or any other contamination was identified within any of the products. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our observations, it appears the black dot and line may be ink stains. Without the physical sample to evaluate, the specific composition and origin of the particle cannot be established at this time, therefore we cannot identify a definitive root cause. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Found a black unknown substance in the syringe after withdrawal of the solution" where was the incident detected? During use what part of the product? Syringe barrel.